Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: "analysis of the attune tibial tray backside,"the study utilized retrieval analysis to inspect the amount of cement adhered to the tibial trays of 12 (ti) pfc sigma implants, 8 (cocr) pfc sigma implants, 8 (cocr) pfc sigma rp implants and 11 attune implants after they were revised for various reasons. Competitor cement is the only cement mentioned in this study. The study provided a table of all 39 patients, identified by gender and age, with reason for revision indicated. Case number 9 was a (B)(6) female that was revised 66 months after primary tka for patella maltracking. Ti pfc sigma was explanted.